Event description:
It was reported to medtronic minimed that the customer experienced pump error 49 (history pointers failed. The history pointers are corrupted), and pump error 68 (trace pointers are invalid). The customer reported no adverse event. The event involved product(s) mmt-1880. The customer reported receiving pump error 49 and 68. Troubleshooting was performed. The customer was able to clear the error and was able to complete the rewind. No harm requiring medical intervention was reported. Mmt-1880 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after insertion of the battery. No unexpected pump error 49, or pump error 68 alarms noted during testing. The pump passed the displacement test, rewind test and self test. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. No unexpected pump errors noted. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. The pump was received with minor scratches on lcd window and scratched case. In summary, customer alleged pump error 49 not confirmed. Pump error 68 not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.